Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beep tones. The beep tones were found to be due to elective replacement indicator (eri). This ICD was explanted and replaced. Premature battery depletion was suspected.